Manufacturer narrative:
Results: bends were present throughout the length of the device. The catrx was fractured approximately 48.0 cm from the hub. The guidewire lumen was undamaged. Conclusions: evaluation of the returned catrx confirmed a fracture. If the device is forcefully manipulated during use, damage such as a kink may occur. Further manipulation of a kinked device may result in a fracture. Due to the fracture, the reported leaking could not be confirmed. Further evaluation revealed bends throughout the device. These bends were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery (at) using an indigo system cat rx kit. During the procedure, the physician flushed the indigo system catrx aspiration catheter (catrx) and attempted to load it over a non-penumbra guidewire. However, the physician noticed the mid shaft of the catrx to be leaking fluid and, therefore, the catrx was removed. It was also reported while assessing the integrity of the catrx, it broke in half with a little force. The procedure was completed using a new catrx and the same guidewire. There was no report of an adverse effect to the patient.